Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a ventricular tachycardia (vt) ablation procedure. Review of stored episodes from the procedure revealed a no therapy episode and stored signal artifact monitoring (sam) episodes containing oversensed noise and intermittent undersensing. In addition, the minute ventilation (mv) sensor was disabled. Technical services (ts) explained that the crt-d was either programmed to tachy therapy off or a magnet was applied in preparation for the ablation procedure. Impedance measurements associated with the stored sam events revealed impedance measurements "noise" and <200 ohms, which were also attributed to electromagnetic interference (emi) from the ablation procedure. It was noted that the patient's heart failure index had crossed the alert threshold of 16, and the alert recovery threshold was 6. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a ventricular tachycardia (vt) ablation procedure. Review of stored episodes from the procedure revealed a no therapy episode and stored signal artifact monitoring (sam) episodes containing oversensed noise and intermittent undersensing. In addition, the minute ventilation (mv) sensor was disabled. Technical services (ts) explained that the crt-d was either programmed to tachy therapy off or a magnet was applied in preparation for the ablation procedure. Impedance measurements associated with the stored sam events revealed impedance measurements "noise" and <200 ohms, which were also attributed to electromagnetic interference (emi) from the ablation procedure. It was noted that the patient's heart failure index had crossed the alert threshold of 16, and the alert recovery threshold was 6. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.